Manufacturer narrative:
The patient has a history of metal-on-metal devices and has poor bone quality.

Event description:
The patient has developed malocclusion. The surgeon plans to revise the devices.